Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient presented in clinic for a follow up. Upon interrogation, the implantable cardioverter-defibrillator exhibited post-paced t-wave oversensing. The patient did not receive therapy during the oversensing. The device was reprogrammed. Patient was stable and will be monitored.